Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. A call placed to technical services on 4/9/2013 indicates that this lead is getting intermittent impedances of greater than 200ohms with a suspicion of a proximal coil issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).